Event description:
It was reported that the customer's insulin pump shut off without any warning. Customer's blood glucose was not known. The same thing then occurred again on march 29, 2015. Customer also received a motor error alarm that was resolved and he was able to rewind the insulin pump. Customer was advised to discontinue use and revert to back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.